Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product . (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous coronary artery. A 3.50 x 38 synergy¿ drug-eluting stent was attempted to advance using a 6fr non-bsc guide extension catheter. However, the device met resistance at the collar part of the guide extension catheter. The device was removed from the patient and it was noticed that the distal edge of the stent struts had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.